Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant attempt, the device failed to pace upon connecting the leads. The leads tested fine via the analyzer. It was noted that the device was dropped on the floor. The device was not used and was replaced. No patient complications have been reported as a result of this event.